Event description:
Patient was revised to address an osteolytic lesion behind the cup. Intraoperatively found poly wear of the liner.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. It would not be unreasonable to expect some degree of poly material wear after approximately nine years of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.